Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) underwent a surgical procedure and the device was reprogrammed to doo mode. A couple days later the device was interrogated for reprogramming back to the original settings and it was noted the device had reverted to safety mode. A device replacement procedure was being considered however the patient expired. It was noted the patient had other medical considerations and the physician did not feel the patient death was related to device functionality. Records indicate the device remained implanted in the patient.